Manufacturer narrative:
D4: UDI section is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the emergency department staff opened up a set and found that the tubing was in 2 pieces. No injury or adverse affects reported. Additional information was received stating "administration set was not bonded to the drip chamber that the y site".

Manufacturer narrative:
One device was returned for investigation with original packaging. Visual inspection detected a broken piece of the device in the section of the drip chamber and the three way connector. During manufacturing, the drip chamber and the three way connector are manipulated in ways that would not result in the fault found during investigation. The packaging of the device was found to be damaged at the top where the drip chamber and three way connector join. From this, the root cause was determined to be after the device left the manufacturing site. Device history record review of the reported lot number shows no non-conformities during the manufacturing process.